Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified mid right coronary artery. After pre-dilatation, a 3.5 x 28 mm xience prime was advanced to the lesion and met heavy resistance with the anatomy. The resistance caused the shaft to bend. The stent was deployed; however, after removing the catheter, the proximal shaft separated. There were no adverse patient effects. Although the procedure lasted 45 minutes, there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink and separation were confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - use after damage; against resistance the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.